Event description:
It was reported the balloon catheter was used for treatment of vasospasm following subarachnoid hemorrhage (sah) in 2008. During catheterization, it was reported the guidewire (provided with the balloon system) was replaced with a terumo 12 guidewire in order to navigate through the a-comm, and the guidewire could not be passed through the catheter's distal marker. The physician suspects there was thrombus at the catheter's marker and flushed the system with contrast, but was not possible. The physician then flushed the force and resistance disappeared with contract visible at the artery. The procedure then continued with the guidewire (provided with the balloon system) and reported the guidewire had exited out of the catheter prior to the distal tip. The system (catheter and guidewire) was then removed and the distal marker of the catheter broke off. The broken segment was successfully removed with a snare device. No patient injury reported.

Manufacturer narrative:
The catheter was returned in three broken segments. The separation site has the appearance of expanded circumferential dilatation and there was blood and dried contract found inside the catheter lumen. Based on the investigation, the flow resistance in the catheter's shaft was very high and the balloon was effectively blocked off by blood and dried contrast which led to the failure. This failure mode may significantly weaken the catheter, making it prone to eventual separation during removal. Catheter separation.